Manufacturer narrative:
Analysis: the device has not been returned for analysis and no analysis was performed. Conclusion: reoperations are primarily the result of a progression of disease or technical failures and are not related to product malfunctions. Unlike prosthetic heart valves, annuloplasty rings are an adjunct to the valve repair. This annuloplasty ring is indicated for the reconstruction and/or remodeling of pathological mitral and tricuspid valves; this device was implanted in the aortic position and a valve in valve was performed due to the native valve exhibited regurgitation and it appeared that the native non-coronary leaflet had a tear.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that one and a half months post implant of this annuloplasty band in the aortic position, this ring was explanted and replaced with a bioprosthetic aortic valve. The native valve exhibited regurgitation and it appeared that the non-coronary leaflet had a tear. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.